Event description:
It was reported that left tka failed and patient has a revision surgery scheduled for february.

Manufacturer narrative:
The associated complaint devices were not returned. The medical investigation concluded that, based on the information provided ,the root cause of the reported bilateral knee patellar clunk syndrome is likely due to the extensive scar tissue found in both the right and left knee during the procedure. (B)(4): based on the information provided the patient¿s morbid obesity weight of 298lbs, coupled with the product analysis for the right knee ps post, fatigue cycling with hyperextension most likely contributed to the post breakage from the insert. The impact to the patient beyond the revisions cannot be concluded. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batches. Without the actual devices involved our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to a broken insert.